Event description:
It was reported that during a cholecystectomy procedure, the device jammed and had malformed clips. Another device was used to complete the case. There was no adverse consequence to the patient.